Event description:
It was reported that during a percutaneous coronary intervention procedure balloon removal/withdrawal difficulty occurred. The 65% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending (lad) artery. The lesion was being treated for stent thrombosis of a non bsc stent. Following use of a thrombectomy catheter, the apex over-the-wire balloon was introducted to the target lesion and inflated to 12 atms for 30 seconds. After deflating the balloon, it was not possible to remove the balloon. Everything, including the guide wire, had to be removed. It was confirmed that the device was removed intact. The procedure was completed with no patient complications reported. The patient's current condition is listed as "ok".

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.